Event description:
Procedure: gastric bypass. According to the reporter: the surgeon used 3 duet 60mm 3.5mm reloads across the pouch. The pt returned to the hospital on (B)(6) 2012 with a diaphragmatic perforation approximately 2-3cm from the stomach pouch. The diaphragm perforation was repaired laparoscopically. Bowel through the perforation was necrotic and had to be resected in an open procedure.

Manufacturer narrative:
(B)(4).